Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with missing end cap sticker. Unit received with cracked case at lcd window corners and battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 179 mg/dl. Troubleshooting was performed. The device was returned for analysis.